Event description:
The pump was returned for investigation. Investigation revealed that the keypad buttons were not responding properly due to contamination under the contacts, and the display screen was dim and discolored. This report is made based on results of investigation completed on 04/10/2015.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 04/10/2015 with the following findings: the keypad cover was cut and torn between the up arrow and ok keypad buttons. Evaluation revealed that the up arrow and down arrow keypad buttons were completely unresponsive, and the ok and contrast buttons were intermittently responsive. The keypad cover was removed and the up and down arrow key contact traces were found broken. There was evidence of keypad contamination and moisture corrosion found under all key contacts. Additionally, the display screen was found to be dim and discolored. Unrelated to the keypad contamination and display issues, investigation revealed that the bolus button cover was torn/punctured. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).